Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. The physician had used the zephyr 4.0 endobronchial delivery catheter to size airways in the right upper lobe (rul) and right middle lobe (rml) and deliver three valves. One of the sizing wings of the catheter was detached, and the fragment was not found. It was not clear if the sizing wing fell off inside the patient, was inside of the bronchoscope and subsequently removed, or if it was removed from the patient while mucus and blood were cleared from the airway. The physician had difficulty accessing the apical segment of the rul. The physician used a new zephyr 4.0-j catheter and was able to successfully complete the procedure.